Event description:
A materials manager reported that the footswitch was not recognized by the system prior to a surgical procedure. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. The footswitch was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 19, 2007. Based on qa assessment, the product met specifications at the time of release. A visual assessment of the returned sample revealed no nonconformity. The returned footswitch cable was connected to a calibrated infiniti vision system and found to meet specifications. The footswitch and system were found to meet specifications, the root cause of the reported event cannot be determined conclusively. (B)(4).